Event description:
It was reported that there was a slippage but no pt injury. No other info provided. Several requests for additional info have been sent but to date no new info has been received from the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.